Event description:
Additional information received from the consumer reported that the cause was not determined. The doctor told them it was put in right and he wouldn't move it. The patient stated they were seeing a doctor to see if the device was pressing on a nerve. The device seemed to work at times and not at others. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had a new ins put in (B)(6) 2021 and starting around a month ago the patient started to have shocks even when stim was off. It was noted it would be a quick shock and one time the patient had 6 shocks in a row then just 1 or 2 shocks. The patient went to see a neuro surgeon with their manufacturer representative and they could not find anything wrong and recommended the patient have the device removed. On (B)(6) 2021 the shocking from the ins was across the sciatic nerve or near the sciatic nerve. On (B)(6) 2021 the shocking had been constant and the patient turned stim on but it did not help. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Patient reported the therapy was never perfect or good, therapy helped for couple months, and then she wasn't having any pain relief from the therapy. Patient reported she gets shot in the back because the stimulator didn't cover the pain and the pain easy up for 2-3 months then she gets another shot. Patient stated the surgeon said he placed the ins in the same place where the prior ins was located. Patient states that she had wanted the battery moved at time of replacement surgery and expressed this to the surgeon. Battery was put in same pocket/same place and patient states that she's unable to get injections on one side because the battery is in the way (per her pain management physician). Patient is trying to find a new surgeon to move the battery. Patient reported since (B)(6) 2021 she is having shocking every few mins when she turn certain way and the shocking is coming from the stimulator, the shocking is quick and hard. Asked if she decreased the stimulation or turn stimulation off and patient said yes but it did not help. Asked if patient had fall or trauma and patient said no. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue.